Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "safety and efficacy of transcatheter occlusion of perimembranous ventricular septal defect with aortic valve prolapse: a six-year follow-up study" was reviewed. This research article is a retrospective single center experience to evaluate the long-term efficacy and safety of transcatheter occlusion of perimembranous ventricular septal defect(pvsd) complicated with aortic valve prolapse(avp) in children. Symmetrical vsd occluders (shenzhen lifetech scientific), eccentric vsd occluders (shenzhen lifetech scientific co) and amplatzer duct occluder ii (abbott) were associated with the study. There is no allegation of malfunction of the abbott device. The article concluded that pvsd with mild and moderate avp has a high success rate and few complications; therefore, it is safe and efficient for transcatheter occlusion. The primary author of the article is wenqian zhang, graduate school, the second school of clinical medicine, southern medical university, guangzhou, china. This literature article is being conservatively reported, as one patient out of 164 patients experienced complete heart block with intervention. Only 6 patients out of the 164 patients had an abbott occluder. The correspondence author of the article is yu-mei xie, department of cardiac pediatrics, guangdong provincial cardiovascular institute, guangdong provincial people¿s hospital, guangdong academy of medical sciences, guangzhou, china with the corresponding email: xymay@126.com.

Manufacturer narrative:
As reported in a research article, one patient out of 146 had complete atrioventricular block after closure of the defect. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.